Event description:
The customer reported that the insulin pump alarmed no delivery. It was initially mentioned that customer had infusion sets issues and wanted to get them replaced. Customer stated that 9 out of 10 was not working. She will insert and will work then the cannula ends up getting kinked. Customer ended up getting sick and nauseous from not getting insulin. Troubleshooting was done for no delivery alarm. Customer's blood glucose was unknown. Customer stated that the alarm was resolved by an infusion set change. Customer does not want to return the set and reservoir for analysis. It was mentioned that customer 's blood glucose was 600 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).